Manufacturer narrative:
Device eval: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump and that the device displayed error code 44510 during power up. Review of the event history log showed the pump displayed the following event: error code 44510. The pump was inspected and the investigation determined that a faulty microprocessor board was the cause of the reported issue. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error code 44510 during preventive maintenance. No adverse effects were reported.